Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specified device failure or pt injury and medical records have not been provided. Without a lot number a review of the mfg records could not be concluded. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: ni - the pt was implanted with a composix mesh during a pelvic repair. The attorney's report alleges disability, severe pain and permanent injury, erosion, infections.